Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Did the surgery was completed successfully? If yes, what was used to complete the procedure? Are any plans in place to remove the needle piece in future?

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2021 and suture was used. During the procedure the needle fell into the patient, and the x-ray team was summoned to locate the fragment. Additional information was requested.